Manufacturer narrative:
(B)(4) twisting of suture. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05845 for the other associated device info. It was reported to boston scientific corp that two flexima biliary stent systems (10 fr) were used during a endoscopic retrograde biliary drainage procedure within the bile ducts performed on (B)(6) 2009. (B)(6) according to the complainant, during the procedure, the suture of the device was twisted, the catheter was stretched and the stent was unable to be deployed. A second flexima biliary stent system was used but again, the suture of the device was twisted, the catheter was stretched and the stent was unable to be deployed. The procedure was completed with a third flexima biliary stent system (8.5 fr). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.